Event description:
Undiagnosable inflammatory; began experiencing multiple medical issues, extreme difficulty breathing, chest pain, headaches, fatigue, mood/anxiety, edema in ankles and feet, rashes, memory issues, and sleep issues. Multiple episodes with heart attack like symptoms. Underwent testing for a year with no diagnosis other than a verifiable pleural effusion and abnormal blood test showing inflammation but no cause. Tested for ra, lupus, thyroid, hypersensitivity pneumonitis, asthma, copd, etc. One MRI showed an capsulation around my breast implant and it has become increasingly hard. It is a natrelle silicone-filled breast implant. Allergen style 15. I have had improvements in symptoms with anti inflammatory herbal supplements, removing all sugar, grains, gluten, and eating a low carb diet. However, it hasn't gone away and I still have issues of not being able breathe with severe chest pain, rash, edema, memory and sleep issues. Can provide medical records if needed but do not want to send my private health information unsecured. FDA safety report ID# (B)(4).